Manufacturer narrative:
The impella device was received from the customer and an evaluation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a 61-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant in japan had a 5.5 support ongoing when the team observed crystallization in the purge side arm. This was observed on day 15 of the support. The pump support remained on for 39 days. This is beyond indication.

Manufacturer narrative:
The investigation into the purge leak ¿ pump issue has been completed since the original report was filed. The pump was returned for evaluation. Visually inspected and the purge sidearm retainer found to have dried dextrose remains. Purge fluid was initiated by priming with purge cassette and connecting to the pump for inspecting any leaks at sidearm while purging. There was no issue found during the case. The device functioned/operated to specification per field investigation. There was no issue found during the case. The device functioned/operated to specification per field investigation.